Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flatten all buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.